Event description:
It was reported by service report that the siderail and toprail are broken apart exposing sharp edges and the siderail does not latch. Customer could not determine if there was patient involvement or if there were adverse consequences to report.